Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated that the light on the remote home monitoring system was red. Patient services assisted the patient in sending a successful interrogation and referred the patient to their clinic to review the results as a red light may indicate an issue with the implantable cardioverter defibrillator (ICD) that was not sent to the clinic. The field representative reached out to the clinic, who noted the remote last interrogation was from one month earlier and showed no issues. The ICD remains in service and no adverse patient effects were reported.